Manufacturer narrative:
The device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, multiple loss of prime warnings were observed in the black box with low non zero force. The pump was exercised for 24 hours, and a loss of prime was not duplicated. Force calibration was passed within specifications. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.